Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, a (B)(6) male patient contacted zoll customer support to report that he fainted. The patient reports that after fainting his wife called ems, and ems stated that the shoulder strap was wrapped around his neck, cutting off the circulation to one side of his neck, specifically the carotid artery. The patient does not report any additional injuries from this incident, but he is now very conscientious of not having the strap around his neck too tight.

Manufacturer narrative:
The cause of the strap wrapped around the patient's neck is improper use. Usability testing was successfully completed on the lifevest system.